Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt would start with controller 100%, but when they go to charge the implant, the controller battery would deplete to 10% before the implant was charged so pt would have to plug controller into ac power to charge back up. Pt said it didn't matter what percentage the implant started at. Pt inspected controller port but said it looked like the second pin from the left was darker than the others. Additional information was received from a patient (pt) regarding an external device. It was reported that the patient (pt) had been having trouble with the charger so they were sent another charger which was like the fourth one now; patient services (pss) clarified and confirmed that the controller was replaced. Pt stated that after they charged the controller to 100% they connected the rtm to the controller and started recharging the ins. Pt stated that the controller would lose power as the ins would charge to 50% and the controller had all of the power drained out. Pt stated that they got ahold of a manufacturer representative (rep) yesterday and that the rep thought that the controller battery was faulty. Pt stated that sometimes the ins would charge a little longer to 60% or 70%, however the ins would never get to 100% before the controller lost all of the charge. Pt stated that the equipment/cords looked fine. Pss asked the pt if the rtm got hot while recharging the ins; pt stated that it didn't get too hot to the touch and that it got pretty warm. Pss asked the pt if there were any error messages appearing when recharging the ins; pt stated that sometimes the controller screen would go completely white while recharging the ins. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that the complaint was unable to be verified. Found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.